Manufacturer narrative:
Device evaluation: (B)(4). The pump was evaluated by product analysis on (B)(4) 2012 with the following results: no functional defects were found with the pump. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. Daily insulin delivery totals were reviewed and were found to correctly reflect the users programmed basal rates. Only typical usage alarms and warnings were observed in the alarm history; there were no pump conditions or alarms representing a failure recorded in black box or alarm history. The keypad was tested and all keys are responsive to user input. No hypersensitive keys were observed on keypad.

Event description:
On (B)(6) 2012, the reporter contacted animas to report that the pump gave low/replace battery warnings, but that these were not found in the pump history. There was no patient injury associated with this issue. As the pump alarm history issue was not resolved, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.